Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. On an unreported date, the patient started treatment with injection of reflin (1gm per day), injection of tobramycin (40mg per day) and injection of heparin (2500 iu, 0.4 ml per exchange) for peritonitis. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.